Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Dr (B)(6) performing a liver biopsy noticed the biopince ultra needle felt peculiar and firing. He removed the biopince ultra from the bp coaxial. When placing the biopince over the sample table he noticed a small piece of metal drop onto the table. On closer inspection this was the tip of the biopince ultra and the cannula appears torn. Biopince coaxial mcxs1810bp (no lot number recorded. Not available for return)

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.